Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was reprogrammed several times during the trial and finally x-rays were taken at the lead pull and indicated the leads had migrated significantly two levels. The rep reported that the cause of the migration was not determined. The rep reported that the lack of pain relief had not been resolved as the patient failed the trial. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that at the trial lead pull x-rays confirmed that the leads had migrated. The patient reported zero relief during the trial.

Manufacturer narrative:
Other applicable components are: product ID: 977d260, lot# va1pjlg024, product type: screening device. If information is provided in the future, a supplemental report will be issued.